Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Tamper was removed/broken on the plunger assembly. The device had a big cracked on lower left front corner of top case. Motor rate error was found in the event history log. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be combination of old style motor bracket, worm coupling, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The technician replaced motor bracket, worm coupling, worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that motor rate error occurred. No patient injury was reported.